Manufacturer narrative:
According to the facility, on (B)(6) 2025, a patient was undergoing a laparoscopic appendectomy. After induction of general anesthesia and patient positioning, the foley catheter from the sterile kit was opened the surgeon inserted the catheter into the urethra and attempted to inflate the balloon with 10 ml of sterile water supplied in the kit. No resistance was felt when the surgeon was drawing the catheter back and subsequently removed it from the patient. It was observed that the balloon had not inflated. The catheter tip showed no visible holes or fraying. A replacement foley catheter was inserted without issue. The product required replacement; however, no patient injury, no additional medical intervention, and no follow up care were required. The procedure was completed successfully. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, a patient was undergoing a laparoscopic appendectomy. After induction of general anesthesia and patient positioning, the foley catheter from the sterile kit was opened the surgeon inserted the catheter into the urethra and attempted to inflate the balloon with 10 ml of sterile water supplied in the kit. No resistance was felt when the surgeon was drawing the catheter back and subsequently removed it from the patient. It was observed that the balloon had not inflated. The catheter tip showed no visible holes or fraying. A replacement foley catheter was inserted without issue. The product required replacement: however, no patient injury, no additional medical intervention, and no follow up care were required. The procedure was completed successfully.